Event description:
Customer initially reported that their freestyle libre 2 reader displays an e-7 message. Upon inspection of the returned product, the reader casing was melted. The MDR is being submitted due to returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(4) has been returned and investigated with retained test strips. Visual inspection was performed and a small melted spot on the side of the reader was observed. The reader was de-cased, there was no evidence of smoke, fire or electric shock on any of the internal parts of the reader. It has been determined that the melted casing is consistent with the reader being placed on a hot surface. Therefore the issue is not confirmed to a use issue. Dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.